Manufacturer narrative:
Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running is confirmed in pump history files and power graph generated by adapt power management tool shows unexpected battery power loss due to j6 resistance connector issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery issues. No harm requiring medical intervention was reported. The device will be returned for analysis.